Event description:
It was reported a clearlink system non-dehp solution set leaked. During magnesium infusion, a leak was observed. The patient received approximately half the dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the leak nor cut/slice/hole could be observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.